Event description:
On(B)(6)2021, this 45-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they had surgery due to an infection. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6)2021 with redness on the superior aspect of his pd catheter (not a fresenius product) exit-site. The patient was thought to have contact dermatitis at the time and was prescribed intraperitoneal vancomycin at 2000 mg (frequency and duration unknown) prophylactically. The patient presented to the outpatient clinic on (B)(6)2021 with persistent redness and inflammation at their pd catheter exit-site. Exudate from the exit-site was sent for culture testing on (B)(6)2021 in the outpatient clinic which presented no growth. A white blood cell count was not taken from the exudate. The patient was prescribed oral bactrim twice a day for two weeks (dose unknown). The patient presented to the outpatient clinic on (B)(6)2021 with persisting erythema and edema with cyst formation at his pd catheter exit-site. The patient was given an additional two weeks of oral bactrim at twice a day (dose unknown). The patient was scheduled for surgical consultation on (B)(6)2021 and following the consultation, the patient underwent an outpatient procedure on (B)(6)2021 for a pd catheter exchange and new exit-site placement. The patient was prescribed an additional two weeks of bactrim, twice a day for two weeks (unknown dose) following this procedure. The cause of the patient's exit-site infection was due to the patient's strenuous job which causes rubbing and sweating at their pd catheter exit-site. The patient was not hospitalized for these events and was able to undergo ccpd on the same liberty select cycler at home through the treatment course. It was confirmed the patient's exit-site infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering and continues ccpd therapy on the same liberty select cycler at home following these events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).